Event description:
It was reported to philips that the system gave an alert indicating that image storage was not possible due to an issue with the image hard disk drive. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was used during coronary treatment. The procedure was aborted. The philips field service engineer (fse) examined the system onsite and confirmed that the system was unable to store image. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the drives were not making proper connectivity with the drive bay. To resolve the issue, fse reseated the drives in the drive bay. After repair, the system returned to use in good working order. The codes were updated based on the investigation outcome.